Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool smarttouch sf and the force sensor was not working. There was no adverse event reported on the patient. This event was originally assessed as not MDR reportable. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and revision of the sensor pads of the returned device were performed. Visual inspection revealed that the pebax was broken and a pin was bent. This finding is MDR reportable.

Manufacturer narrative:
The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and revision of the sensor pads of the returned device were performed. Visual inspection revealed that the pebax was broken and a pin was bent. Due to this condition, the device was dissected and the resistance of the sensor pads was measured. Findings show that it was out of specification due to an open circuit in the tip area. The adhesive in the tip area was inspected, and it was found to be within specifications. A manufacturing record evaluation was performed and no internal actions related to the reported complaint condition were identified. The open circuit observed could be related to the force issue reported by the customer; therefore, the complaint was confirmed. The potential cause of the open circuit could not be determined. The potential cause of the broken pebax and bent pin could be related to the manipulation of the device after the procedure, however, this could not be conclusively determined. The carto® 3 system instructions for use (IFU) contain the following information: the force sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).